Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
Date of report: 24sep2021.

Event description:
The customer called into technical support (ts) reporting that the device is having issues with the nav-ring, ordered a bezel and nav ring and bezel don¿t work. The customer reported there was no patient involvement at the time the issue was discovered.